Manufacturer narrative:
Analysis of the returned uphold vaginal support system revealed that the mesh was undamaged and the leader loops were intact. The dart from one suture was missing and the remaining suture appeared frayed. The dart from the second suture was undamaged. The carrier did not extend when force was applied, there was no other apparent damage to the capio. The length of the suture that remained attached to the mesh assembly indicated that the suture itself broke into two pieces and the dart was left with a portion of the suture inside the patient. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached while pulling the suture through the tissue with the capio device. The needle was too small to be removed and was retained within the ligament. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle detached while pulling the suture through the tissue with the capio device. The needle was too small to be removed and was retained within the ligament. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.